Event description:
Event description guidant received information that subsequent to the implant of this cardiac resynchronization therapy defibrillator (crt-d), the patient developed hypotension and a pnuemothorax. Additionally, this ventricular implantable lead dislodged and was reported to have exhibited loss of capture.